Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ap6581 /1129t and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: it was reported in quantity of product involved 8 and unit of measure sales unit (box) please clarify: 8 units (ea) were involved. Amount involved indicates 8 broken suture, is this the number of devices being returned?- devices have been discarded. So, no devices are being returned. How many sutures broke during this surgery for this patient? 8 sutures broke (each) and not 8 boxes (sales units)? Did the event occur before (pre-op) or during the procedure (intra op)?- during the procedure (intra op). Did the sutures break during several procedures? If yes, please provide the pc number for each procedure. The sutures broke only in the abdominoplasty procedure. What was used to complete the procedure? Other yarns they had in stock. What tissue was being taped or sutured when it broke? Skin closure. All events were submitted via 2210968-2021-11437, 2210968-2021-11438, 2210968-2021-11440, 2210968-2021-11445, 2210968-2021-11448, 2210968-2021-11450 and 2210968-2021-11454.

Event description:
It was reported that the patient underwent an abdominoplasty procedure on (B)(6) 2021 and the suture was used for skin closure. During the procedure, the suture broke a few times in the middle of the thread and other suture was used to complete the procedure. There was delay for opening more sutures for a few minutes as the surgeon was not precise about. There were no patient consequences.